Event description:
Patient with history of osteomyelitis left tibia at age 4 which was treated. Flare again at age 10, treated for 18 months. Positive for smoking. In 1998 left tka (total knee arthroplasty) at which time had intraop positive cultures. PICC - IV antibiotics times 4 weeks (vancomycin). Fell in 2003 left tka wound broke down - osteomyelitis - multiple I&d, muscle flap, progressed to stress fracture with pain. Braced - seen ten months later by dr. Crp & sed. Two months after: pathologic fracture. The following month: orif with op1. Same month: infected draining hematoma positive cultures so removed hardware and allograft. The following month wound dehiscence. Two months later failed hardware - diagnosis of nonunion. After two months op1 and dbx repair nounion. Remains open (small area) and allograft resorbed.